Event description:
Patient reported experiencing erratic blood glucose levels, but did not elaborate further. Patient stated she is pregnant, but stated that she was having erratic levels prior to this also.